Manufacturer narrative:
(B)(4). The device has been received by maquet. The evaluation concluded that during the pvc formulation process plasticizer is added with a uv block. This uv block gives the tubing a slight blueish tint. It is most likely that this is an area where the block did not totally defuse in the material during formulation leaving a small blue discoloration. The remaining coated and non-coated stock of tygon tubing was inspected for this type of discoloration, none was found. Since the blemish is encapsulated in the pvc it does not present any risk. The kit was use to perform the procedure with no problems reported. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
After supporting a patient with ecc pack beq-top 24105, catalog: 701064757, lot: 3000003414. (B)(6) noticed an apparent blue discoloration in the tubing. I met with her yesterday, (B)(6) 2015, and she informed me about it. No negative effects/outcome/consequences/injuries were observed to the patient. The patient came off support and is doing well.